Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriate delivered a shock due to noisy signals oversensing. An electrode to header connection issue is suspected and an xray was performed. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriate delivered a shock due to noisy signals oversensing. An electrode to header connection issue is suspected and an xray was performed. This electrode remains in service. No adverse patient effects were reported.